Manufacturer narrative:
Device has not been sent in yet for failure investigation and analysis. A follow-up report will be submitted once investigation is complete.

Event description:
AED was used in a rescue. When the pads were applied, the AED continued to say "apply pads". The pads were reapplied three times and the AED continued to repeat "apply pads". Emt's arrived and attached their AED. No shock was required. The patient was admitted to an ICU and has since returned to a nursing facility.